Manufacturer narrative:
The impella device was returned, no issue was found with the sheath. The excessive bleeding was most likely due to improper usage. .impella rp with smart assist system with automated impella controller section: warnings and cautions instructions for use for the related event are as follows: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. While on support, and trying to achieve hemostasis, the impella fell into the right ventricle (rv). Multiple attempts were made to recross without wire, which were unsuccessful. The decision was made to place new pump and sheath.